Event description:
Covidien received a customer report stating: "that due to body heat, the device tend to soften and twist inside the patient's mouth." There was also a note regarding leakage but no additional information was provided regarding the circumstances of the event. Covidien has made multiple attempts to collect further details. The customer confirmed that replacement of the tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is returned, a summary of the sample analysis will be provided in a supplemental report.